Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to lead dislodgement caused by the device migrating in the pocket. Device remains implanted, and the lead was explanted.